Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation but does not reflect the full investigation window. Confirmation of the reported event loss of connection could not be determined. The root cause could not be determined. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. No data available for review. Confirmation of the reported event for loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/25/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.